Manufacturer narrative:
Evaluation codes. Method: cartridge lot number search. Result: a cartridge lot number search was performed for simliar complaints within the search and two similar complaints were found.

Event description:
The reporter stated that the surgeon was inserting a competitor's lens with a cartridge and the trailing haptic tore off. The lens was removed and replaced with another lens with no patient injury. The reporter stated that it was due to a loading error and the cartridge.